Event description:
The customer reported that after pipetting an hcv plate on summit the tech observed that no diluent was dispensed to multiple wells. No death or serious injury was associated with this incident.